Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. The customer¿s blood glucose level was 259 mg/dl. The customer stated that the insulin pump is flashing white and a red flash at the bottom. Customer reported that no report of pump screen flashing when screen was turned on after being in sleep mode. Customer didn't offer troubleshooting for high blood glucose. The insulin pump will be returned for analysis.